Event description:
On july 9th, contacted by the oncology ambulatory services. They have had an increase in thromboses over the last 6 months. They have checked that the procedures including materials are the same. The only things they could come up to that could have changed are the catheter material or the drugs given. Pt 10: 3 treatments of taxotere, xeloda, thrombosis diagnosed july 13.

Manufacturer narrative:
The report of thrombosis is inconclusive since the reported incident cannot be replicated. One 4 fr s/l groshong PICC was returned for eval, but no defects were noted on the complaint sample. The returned PICC functioned as designed and no damage was detected. The exact cause of the reported incidents is unk. A chr of lot # retk1186 showed one other similar product complaint(s) from this lot number (279624).